Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported incomplete coaptation/slda was due to patient anatomy. The reported death was due to rv failure and was unrelated to the mitraclip product or procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was difficult due to the anatomy. The clip delivery system (cds) was advanced and placed on the mitral valve. Post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). No treatment was performed and the procedure was concluded with the mr reduced to 3. Per the physician, the slda was due to the challenging anatomy. The patient died later that day due to right ventricular failure. Per the physician, the death was not related to the mitraclip device or procedure. No additional information was provided.